Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
Related manufacturer reference number:1627487-2023-04034. It was reported that both of the patient's ipgs had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken in the future.